Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, she was unsure if she programmed the device correctly customer was experiencing high blood glucose over 500 mg/dl. Customer's symptom was she felt high. Customer attempted to attempt to deliver a bolus. Troubleshooting was performed and no air bubbles or leaks noted. Customer's mother stated they didn't prime the tubing when they first received the device. Settings were correct. Customer was advised to ensure the tubing is primed, assistance was provided. The device is not being returned for further analysis.